Event description:
Reporter indicated that a patient underwent lead and generator replacement due to a lead discontinuity. Follow up with the treating physician revealed that system diagnostic testing prior to replacement surgery resulted in a high lead impedance reading, indicating a possible lead break. The patient has not experienced any recent injury or trauma that may have damaged the device, and the patient did not manipulate the device through the skin. The patient has not been seen for follow up since the surgery. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.